Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a transurethral resection procedure performed under sedation, a foreign object, identified as a component of the resectoscope, was observed inside the patient. The device was safely removed and replaced with another device. The patient sustained urethral trauma as a result of the incident. No patient infection has been reported. Further follow-up with the customer was initiated to obtain additional event details, and the response is pending at this time.